Event description:
Information was received on (B)(6) 2016 that the patient underwent a generator replacement to a model 106 on (B)(6) 2016. The replacement was prophylactic. Per the policy of the explanting facility the device will not be returned for analysis.

Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2016 that the patient is having more breakthrough seizures. The output current was increased to 1.5 ma. The battery was stated to be full but the family is interested in a new battery. It is thought that something is wrong with the vns because of the issues the patient is having. It was stated that the diagnostics were fine. The family is interested in the apsire to see if that can reduce seizures even more. No additional relevant information has been received to date.

Event description:
It was reported that the increase in seizures was back to pre-vns baseline levels. It was stated there were no other contributing factors that may have caused the patient's recent seizures. It was stated that the vns was not helpful and the seizures were getting worse due to his underlying condition. The increase began (B)(6) 2016.